Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic with the ventricular lead exhibiting loss of capture. Lead repositioning failed and the lead was explanted and replaced.